Event description:
During training by a zoll sales representative the device displayed "defib fault 80" and "discharge fault" messages upon power-up. There was no pt involvement in the reported malfunction.